Manufacturer narrative:
(B)(4). Event year: 2017. Lot # p92210, p4rf1z. Device analysis: the analysis results found that a 5dcs device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was located at the scissors area, the scissors perforated the red protective cap and the tyvek. The sterility was compromised. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to any procedure, scissors poked a hole in the pack. As product was not used on a patient; there were no patient consequences reported.